Event description:
The pt was unable to feel any stimulation at the maximum amplitude. When group a1 (0-7) was used alone there was no stimulation sensation and impedance was greater than 35,000 ohms. When groups a1 (#0-7, right upper leg, knee, lower leg to mid calf) and a2 (#8-15, lower leg, foot) were both on at the same time the pt felt stimulation and impedances were normal. The device was programmed using only group a2 and the pt had good coverage and pain relief. Additional impedance data indicated that pairs involving electrode #14 had impedance greater than 10,000 ohms and pair 2, 12 had impedance less than 50 ohms.

Manufacturer narrative:
(B)(4).